Manufacturer narrative:
Medwatch#: (B)(4).

Event description:
This event was reported by the clinical risk coordinator to FDA as (B)(4) . The voluntary medwatch is attached to this report. The clinical risk coordinator complained of discrepant inr results for 1 patient who tested on their personal coaguchek meter with an unspecified serial number in the clinic compared to an unspecified laboratory method in (B)(6) 2018. The date of event was not provided. The result from the meter was 2.3 inr. The result from the laboratory was 1.8 inr. There was no allegation that an adverse event occurred. No contact information was provided for the patient who tested in the clinic to request the product for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Since no product was available for investigation, the investigation did not identify a product problem. The cause of the event could not be determined.